Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery (sfa). A 7.0 x 150, 135cm mustang¿ balloon catheter was advanced for post dilatation. However, during the first inflation at 5 atmospheres for 4 seconds, the balloon ruptured. Leakage of contrast agent was then noted under fluoroscopy which the balloon was inflated below nominal pressure. The device was completely removed from the patient's body. The procedure was completed with a 7x10 mustang balloon catheter. No patient complications were reported.